Event description:
It was reported the pt fell on her right buttock where her ipg is located. Subsequently, she felt a shocking sensation in her low back and then her system turned off. She was unable to establish communication between her ipg and external devices. Fluoroscopy showed no anomalies with the device. Follow-up identified a replacement charger was unable ot resolve the issue. A replacement programmer wand was sent to the pt. No further info is available at this time.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.